Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three inappropriate shocks and provided inappropriate anti-tachycardia pacing. Therapy was not exhausted. Technical services (ts) advised therapy was delivered due to supraventricular tachycardia. Ts suggested programming options. This ICD remains in service. No additional adverse patient effects were reported.